Event description:
It was reported that during an interventional procedure in a heavily calcified superficial femoral artery, the fox plus dilatation balloon was prepared per instructions for use. The device was advanced to the lesion and ruptured at less than 8 atmospheres on the first inflation. The device was removed from the patient anatomy without resistance. Another fox plus was used to dilate the lesion. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.